Event description:
It was reported that the customer was hospitalized for high blood glucose and flu symptoms. Troubleshooting was performed. The programming, insulin concentration. And bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. A review of the prime history showed that the customer did not perform any priming on the date the infusion set was changed. The customer stated that he manually pushed insulin into the tubing but he did not use the pump to prime. The customer also mentioned that he does not perform a fixed prime.